Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device found that only the balloon portion of the device was received, and the catheter was detached. Also, the balloon was noted to be kinked. Microscopic analysis was performed, and it was noticed that the balloon had some friction marks in the proximal side. The failure found on the device may be related to the device being used, being returned to the original package, and later being put into storage again by mistake. However, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause cannot be established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
A cre fixed wire dilation balloon was returned to the boston scientific corporation without any report of performance issues or adverse patient effects. The returned device was analyzed and was noted that the catheter was detached/broken.